Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a access continu-flo set's tubing separated from the y-site. This occurred during patient infusion. Normal saline was being infused into the tubing after zofran had finished infusing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph was performed and revealed the tubing was separated from the y-clear link. The reported condition was verified. The cause of the reported condition was determined to be lack of solvent on an automated process. Should additional relevant information become available, a supplemental report will be submitted.